Event description:
The lead is suspected of dislodgement. The pacing threshold had increased. The physician tried to reposition the lead, but was not able to insert the stylet completely. Additionally, it was very difficult to pull the stylet out. The lead was damaged.